Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited loss of capture upon review of an atrial tachycardia/atrial fibrillation (at/af) episode on (B)(6) 2025. However, review of the automatic threshold test results from (B)(6) 2025 showed capture. No changes or interventions were reported. There were no patient consequences.